Manufacturer narrative:
H.6. Investigation: it was reported that "door won't stay open" (bd max instrument, material no.: 441916, serial no: (B)(6) ). Fse went on site, and determined that door gas spring had become disconnected from its attachment point. Fse attached gas spring and tested. No other problems were noted. The instrument is testing without errors and the instrument have been returned to the lab for normal use. Unit is within bd specs. The complaint is not confirmed as a failure of bd product and the root cause is "door gas spring disconnection". The instrument met all acceptance criteria prior to release from manufacturing. Service history review revealed no previous complaints for this issue. No new risks, or hazards were identified. No parts or materials were returned for the investigation. Bd quality will continue to closely monitor for trends. H3 other text : see h.10.

Event description:
It was reported while using bd max¿ instrument, remanufactured the door will not stay open. There was no report of user impact. The following information was provided by the initial reporter: it was reported that the door won't stay up.

Manufacturer narrative:
Medical device expiration date: na. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd max¿ instrument, remanufactured the door will not stay open. There was no report of user impact. The following information was provided by the initial reporter: it was reported that the door won't stay up.